Event description:
The patient had a lead revision due to wound dehiscence and infection. The event was attributed to the deep brain stimulator lead. The patient experienced new pain associated with the event. The patient outcome was reported as a serious, ongoing illness.

Manufacturer narrative:
.